Event description:
It was reported that during an implant procedure involving this implantable cardioverter defibrillator (ICD), the system was implanted successfully but as the physician was closing the pocket, the patient's blood pressure decreased, and cardiopulmonary resuscitation was started. The patient ended up passing away from pulseless electrical activity (pea). Additional information provided from the field indicated the physician did not suspect a malfunction of the ICD, but thought the use of anesthesia during the procedure could have contributed to pea, and ultimately, the patient's passing. The ICD system was buried with the patient.